Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02 -aug-2018 with the following findings: battery compartment crack on left side of grip pad. Additional, the battery cap was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue; cracked battery compartment and stripped threads on the battery cap. Battery cap was reportedly replaced within the last one-to-three months. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.